Event description:
A right sided peripherally inserted central catheter (PICC) line was placed in patient. A foreign body appeared on the chest x-ray. A few weeks later a foreign body was observed on the chest x-ray in the patient's lower pulmonary field. The foreign body is most likely a retained fragment of the flexura guidewire (nitinol with straight tip 0.018 in width.) The patient was taken to the cath lab for a 3 hour procedure. The attempted retrieval of the wire fragment was unsuccessful.